Event description:
It was reported that, during a procedure, the fiber started forward firing. The fiber was replaced, and the procedure was completed using a new fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis did not reveal any anomaly with the returned fiber. The metal cap exhibited mild charred debris on its surface. The connector cone, segments, and tabs appeared to be in good condition and secured. The control knob was attached and aligned with the fiber and rotated the fiber, as intended. The fiber connector passed the connector segment verification test indicating there were no connection issues. The fiber was functionally tested with a hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. A conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that, during a procedure, the fiber started forward firing. The fiber was replaced, and the procedure was completed using a new fiber. There were no patient complications.